Event description:
It was reported that during an unk procedure, the clips would not advance. The pt hemorrhaged. The surgeon used a manual suture to complete the case. No further info given.

Manufacturer narrative:
Eval summary: the msm20 instrument was returned with the cartridge cover broken off and the piece missing. The lifter spring was noted to be bent. No further analysis could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.